Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery reported that the lens was explanted due to the reason of missed target. Additional information has been receive it states that there is no impact to the patient.

Manufacturer narrative:
Correction information was provided in d.4. Product UDI has been updated. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. Additional information has been provided in a2., a3.a.,b2.,b5.,d4.,e1.,h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. Information was provided that the cause of the event was related to a residual refractive error and a missed target. Based on the information provided, the event is most likely related to a calculation error. The product has not been received to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided that the company (1.50cyl), 19.0 diopter, (1.5 extended depth of focus) lens was replaced with a company (1.50cyl), 20.0 diopter, (1.5 extended depth of focus) lens. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).